Manufacturer narrative:
Date rec'd by MFR: 05aug2019. Date of report: 06aug2019. The manufacturer¿s technical services confirmed the reported issue. The customer was provided with the part number for the power management. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05/20/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported multiple error codes: 1134-blower stalled, 1101-ventilator restarted due to anomalies detected during operation, 1104-backup alarm failed, 1115-auxiliary alarm supply failed.& 111b-35 v supply failed. No patient or user harm was reported. It is unknown if the unit was in clinical use at the time the reported issue was discovered.